Event description:
The report indicated that during priming of the perfusion circuit, the vacuum relief valve was seen floating in the hardshell. The device was changed out at prime.

Manufacturer narrative:
An assembly tool has been added to our mfg process which allow for automation of the valve insertion into the hardshell top cap. This improvement will ensure consistent placement of each valve. Additionally, a new fixture was also added to the assembly floor to 100% leak test the valve after insertion into the top cap housing.